Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Section d references the main component of the system. Other medical products in use during the event include: brand name sensight; product ID b3400040m (serial: (B)(6)); product type: 0191-extension; implant date (B)(6)2023brand name sensight; product ID b3400040 (serial: (B)(6)); product type: 0191-extension; implant date (B)(6)2023medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report.medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that there were high impedances tested on (B)(6)2024. The patient (pt) indicated that he had been rear-ended by a motorcyclist traveling at very high speed on a country road in (B)(6)2023. It was discussed that pt's high impedance observation was likely was the result of damage to the wires, but other etiologies were possible. Upon interrogation of the percept pc, high impedances were again observed in monopolar contacts 0 and 8. There were also high impedances with bipolar testing in several contact pairs. Serial interrogation of the device will help to establish the etiology, but a full investigation of the damage would require explant of the hardware which is not recommended at this time while it is still functioning. Event outcome is ongoing. No actions have been taken. Etiology was probably related to the device or therapy, not related to the implant procedure.